Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis was unknown. On the day of onset, the patient was hospitalized for the event. On unreported date, the patient was treated with magnex injection 1 gram twice daily intravenously (duration not reported) for the peritonitis. Dianeal therapy was ongoing. On an unreported date the pd catheter was removed because the patient was not recovering from the peritonitis event. Additional information was requested but is not available. This is report 1 of 3.

Manufacturer narrative:
(B)(4). The reported product is an unknown baxter transfer set. (B)(4). The device was not returned and the lot number of the device was unknown; therefore, a sample analysis and/or a batch review could not be completed. Should additional relevant information become available, a supplemental report will be submitted.